Event description:
The facility returned the device for service. During service, the baxter repair technician noted fail code 570 in the event history. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 18, 2007. Evaluation summary:the condition of fail code 570 was observed in the event history during product evaluation. This fail code was caused by depleted batteries. The batteries were replaced. This issue is currently being investigated. Review of the complaint history reveals similar reports have been received for this product for the reported issue.